Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound and MRI. Ultrasound report shows "in the right gland, anechoic inclusions and swelling along the outer edge of the gland are detected under the skin. The implant surface in this area is uneven and wrinkled. The contents of the implant are heterogeneous (hyperechoic septa and hyperechoic inclusions)." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: wrinkling of the skin: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture. Ultrasound report shows "in the right gland, anechoic inclusions and swelling along the outer edge of the gland are detected under the skin. The implant surface in this area is uneven and wrinkled. The contents of the implant are heterogeneous (hyperechoic septa and hyperechoic inclusions).". The device has been explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.